Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. (B)(4). Very limited information was received. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, it was found that the coil was returned entangled and stretched. Located 35.5 centimeters off the proximal end, the device positioning unit (dpu) protrudes through the sheath. Unreported damage of the coil being mechanically unraveled and detached inside the introducer sheath was found. The proximal end of the coil was unraveled and mechanically separated from the distal tip of the dpu. There is severe mechanical sheath damage of a pattern of indentations, compression and stretching at the protrusion site caused by the resheathing tool. The locking mechanism is present and functional which was found to have a repeating indentation pattern, compression, and stretching damage also caused by the resheathing tool. The resheathing tools v notch section has been damaged with the damaged edges elevated above the surface plane. No manufacturing defects were found. The complaint of the coil being stretched is confirmed. While the root cause of the coils damage cannot be determined, the evidence highly suggests that the most likely contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which produced a portion of the coil damage and may have caused the dpu to protrude outside the sheath. When the coil became entangled outside the sheath and was retracted, the entangled coil ball blocked and anchored its entrance back inside the distal tip of the green introducer. When the anchored coil was being retracted back inside the introducer sheath, the coil stretched, unraveled, and mechanically detached from the dpu inside the sheath. The circumstances of how and when this damage occurred cannot be determined. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil being stretched is confirmed. While the root cause of the coil¿s damage cannot be determined, the evidence highly suggests that the most likely contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead being retracted back at a forty-five degree angle. In addition, the locking mechanism may not have been fully disengaged off the core wire. Since there was no evidence of a manufacturing issue related to the event from the analysis or the DHR review, no corrective action will be taken at this time.

Event description:
It was reported by the contact at the user facility that when checking the microsphere coil (sph10040020/c26098) it was found to be stretched; the damage was noted prior to use on patient. A new coil (lot unknown) was used to complete the procedure. There were no other damages noted on the complaint coil other than the stretching. There was no report on the patient injury. There were no medical interventions or delays in the procedure due to the reported event. Product is available for analysis.